Event description:
As reported by a field clinical specialist (fcs), during the procedure of a 29 mm sapien 3 valve in the native aortic valve via right subclavian approach, upon removal of the devices, a tine was noted to be bent backward and sticking out on the split portion of the sheath. The commander delivery system balloon did not inflate during valve deployment possibly due to the frame puncturing the balloon. Withdrawal difficulty was noted and as the devices were pulled out as one unit the subclavian artery was "shredded." Surgical intervention was performed to repair the artery. The patient kept bleeding and expired the next day. No valve was implanted.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2022 -06190. The investigation is ongoing. The device has not been returned..

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: added new information to b.1 report type, d.9 date returned to manufacturer, h.3 device evaluated by manufacturer, h.6 type of investigation, investigation findings and investigation conclusions. The device was returned to edwards lifesciences for evaluation and the following was observed. One (1) bent strut observed at outflow side. One (1) exposed strut observed at inflow side post expanded state: bent strut corrected at outflow following expansion. Valve frame was canted/distorted. Leaflet were dehydrated and wrinkled, which is normal due to prolonged crimping. Multiple struts exposed through skirt. Imagery was not provided for review. The device undergoes multiple 100% inspections during manufacturing. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaint for was confirmed based on the returned device evaluation. A review of DHR, lot history, and complaint history review did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. As reported, ''fine adjustment difficulty was noted due to too much tension. The commander delivery system balloon did not inflate during valve deployment possibly due to the frame puncturing the balloon. Withdrawal difficulty was noted and as the devices were pulled out as one unit the subclavian artery was ''shredded'' and ''upon removal of the devices, a tine was noted to be bent backward and sticking out on the split portion of the sheath.'' During evaluation of the complaint device, a bent valve strut was noted on the outflow side of the valve. It is possible that that the strut got caught on the sheath during the valve/ds system retrieval and sustained damage/deformation. If excessive device manipulation was used to overcome the resulting resistance. As such, available information suggests that procedural factors (excessive device manipulation during withdrawal of crimped valve) may have contributed to the reported event. However, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.